Event description:
Dr. Was performing a third ventriculostomy and near the end of the procedure, a nurse noticed small shiny objects in the monitor. She pointed them out to the dr; he removed the sheath at that time and reverted to using their standard instruments. Dr irrigated the site and was able to remove some of the objects, but not all. They believe the shiny objects were metal shavings from one of the instruments used in the procedure. Dr completed procedure; he stated he did not schedule add'l procedure to retrieve shavings because the particles did not pose any danger to pt's health. A subsequent catscan did now show any particles because they were minute.